Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 3/14/2018 resulted in defect found; returned test strips produce e-2 error codes and high readings; the event was determined to be reportable. Discoloration on test strips observed. Most likely underlying root cause of e-2 errors and high control results are due to improper storage : vial left open for an extended period of time. Test strip (B)(4). Note: manufacturer contacted customer on 3/15/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the test strip was inserted into the meter. During the call on (B)(6) 2018 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2018 as a result of the meter's readings. Blood test performed during call on (B)(6) 2018 produced result of e-3. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 01/13/2019 and open vial date was undisclosed.